Event description:
Healthcare professional reported "intracapsular rupture", "folds". This record is for the left side. Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, crease/folding of implant.